Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient changed groups from a to b to use adaptive stimulation. The patient reported that they didn¿t feel anything at first, but then they felt shocking in the feet. The patient reported that they lied down and adjusted the settings further until they couldn¿t feel the stimulation. The patient checked it the next day and switched it back to group a, which resolved the issue. The patient also noted that no position was indicated on group b anyway. No further complications are anticipated.